Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee arthroscopy surgery the needle broke inside the knee scorpion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged unknown part number was received inside an ar-12990 knee scorpion batch number 15305559 for investigation. - visual investigation noted signs of wear on the body of the device: discoloration and fading. - the device investigated was the ar-12990 knee scorpion. Functional testing was performed on the returned ar-12990 with an ar-12990n, and it was found that the needle could not be fully inserted. The ar-12990n was met with resistance and could not pass through the shaft of the device. - the most likely cause of the reported failure is user error in the device. Excessive force was used during the firing of the needle, breaking the needle and causing a blockage within the shaft. - dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. - refer to the investigation photos. - the complaint allegation is confirmed.